Event description:
The dealer reported that the tilt recline function on the power chair was only going in one direction. This issue could cause the user to be stranded in an unwanted tilted position.